Event description:
A customer reported that their pump failed to recognize cartridges. The blood glucose value was recorded at 140 mg/dl. Although no cartridge alarms were detected, several altitude alarms were noted. The pump is being replaced because the ce marking was found to be erased, and the customer is expected to return the device.